Event description:
It was reported that a small volume folfusor leaked ¿at the level¿ of its luer lock connector. This occurred during a home patient¿s infusion of 4550mg of fluorouracil (non-baxter product) diluted with 6 ml of sodium chloride (non-baxter product). The total fill volume was 97 ml. There was no patient injury or medical intervention associated with this event, though the patient did not receive their entire treatment and some of the solution did contact their clothing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from september 10, 2014 ¿ september 11, 2014. The device was returned with approximately 60 ml of fluid in its bladder and a red, non-baxter luer cap attached. Visual inspection did not identify any signs of a leak from anywhere on the device. A functional test was performed in which the device was refilled with colored water and observed for leakage until the following day. Both the non-baxter cap and a baxter blue winged luer cap were used during the test, and no signs of a leak were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.